Event description:
The following was reported: revision of a total knee replacement due to fracture of the ultra-high molecular weight polyethylene (pe) tibial bearing is a very rare event. In the present case, patient joint instability contributed to the posterolateral edge of the pe bearing failing catastrophically which necessitated surgical intervention and revision of the bearing. In the present case the activity level of the patient was clinically assessed as low, on a low, moderate or high analogue scale. The patient weight was 95kg and height 170cm. The concern is that we have observed multiple cases (n=28) of posterior edge fracture of this type of bearing sent to the retrieval laboratory. The x3 pe material used in the bearing appears to be one of the only bearing materials whereby the material is sequentially gamma irradiated and annealed, compared to the more commonly irradiated and re-melted materials. Such a process, we believe, leads to a comparatively 'unforgiving' material which when subject to adverse localised loads is susceptible to fracture. When compared to other bearing materials which are gamma irradiated and re-melted, such fracture has rarely been seen. This is being reported by a/prof [redacted] on behalf of the medical device retrieval laboratory located at [redacted] hospital in conjunction with a/prof. The and has over (B)(4) devices in the collection. Please also note that this has been brought to the attention of the company via presentation at conferences.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.